Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: 396.396 lot. T945360, manufacturing date: march 16th, 2014. Review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. All parts were checked for function with gage gt-15527 at the final inspection on 10-oct-2013. The raw material which was delivered as lot #xxxxxxxx for (z.b. Screws, the handles / article number) is corresponding to the specifications. No ncrs were generated during production. Device history record review completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during anterior cervical discectomy and fusion towards the end of the surgery, the distractor was removed. The scrub nurse manipulated the arms slightly and one of the hinges broke. Patient not affected. No delay in surgery as it was finishing. Patient fine post surgery. Device broke after use on patient. No fragment retained in patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: from the device only the toothed rack and the strut were received. The strut has sheared off near to the hinge. The movement of the strut is quite bad and the rack looks to be used and sterilized often. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. A hardness test was performed and found to be conforming. No manufacturing issue was found during investigation. (B)(4): manufacturing date: april 14, 2010. Review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. All parts were checked for function at the final inspection. The raw material for the hinge is corresponding to the specifications. No non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.